Manufacturer narrative:
A2 - age at time of event: 18 years or older e1 - initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. A 2mm x 20mm x 143cm coyote balloon was advanced for dilation. However, during the first inflation at 5 atmospheres for 5 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. E1 - initial reporter city: (B)(6). Device evaluated by MFR: the coyote es balloon catheter was returned to our post market quality assurance laboratory. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a longitudinal tear 6mm from the tip and is approximately 7mm long. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a rupture in the balloon.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. A 2mm x 20mm x 143cm coyote balloon was advanced for dilation. However, during the first inflation at 5 atmospheres for 5 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.